Manufacturer narrative:
Additional information provided in sections h.3., h.6., and h.11. The product was not returned for analysis. The reporter states the company intraocular lens (iol) was replaced with a monofocal iol. The root cause for the reported complaint could not be determined. The exchange to a monofocal lens may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after intraocular lens (iol) implantation, the patient had blurry vision at all distances. The lens was removed and replaced with a monofocal lens in a secondary procedure. The clinical reason for explantation were, dysphotopsia, anisekonia, and anisometropia. According to the additional information received, the surgeon reported that the adverse events experienced by the patient were due to the iol. The lens exchange was done with a non-company lens in a secondary procedure. There was no further impact to the patient, and the surgeon confirmed that the patient is doing well.